Event description:
It was reported that the user experienced hyperglycemia up to 400 mg/dl while using the ilet and then disconnected from the system to administer subcutaneous insulin by pen; the user observed that the insulin cartridge was not secured in the pump, and the cartridge dislodgement was attributed to user handling. Customer care provided recommendation to change supplies if glucose did not trend down within approximately an hour and an offer for follow-up. Investigation of this case revealed a user error related to improper cartridge seating rather than a device malfunction. Symptoms included irritability associated with elevated blood glucose reported. Outcomes included transient hyperglycemia that decreased to 272 mg/dl after self-injection, with no medical intervention or hospitalization. It was concluded that the event was due to user technique leading to interrupted insulin delivery and resultant hyperglycemia with the device performing as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.